Manufacturer narrative:
The manufacturer attempted to reproduce the customer's issue and the person testing was not injured. No sharp edges were detected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an injury while working on the cobas 8000 e 602 module. The field service engineer (fse) cut an area on his hand while working on the instrument. The fse was unscrewing a part between the module sample buffer (msb) line and the msb with an allen wrench and cut the lower, fleshy part of his thumb. The fse was wearing gloves and complied with safety precautions. The fse received 4 stitches and was on medical leave from work for 8 days. The doctor stated the cut did not hit the nerve. The fse has had no further medical issues related to this event. Investigations are ongoing.